Event description:
The account alleged that during routine maintenance they found the brake caster locking but still swivel. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.